Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in a journal article that the patient underwent a right total knee arthroplasty procedure on (B)(6) 2013 and topical skin adhesive was used. Duriprep was used prior to the surgical procedure and incision was not re-prepped before closure. Following the procedure, on (B)(6) 2013 the patient developed milder rash with red bumps by total knee replacement site, which initially started off distal to the knee then a few bumps by the knee itself. By (B)(6) 2013, the patient has scaly red papules around the vertical incision site of the right knee. Between these scaly papules, there was no erythema or redness and no fluctuance on palpation. This rash spared the incision site/scar. It was also reported that the patient has a few scattered papules on the left medial aspect of her leg as well, but no vesicles or pustules and no crusting. Initially oral antibiotic and topical corticosteroid were prescribed, then lidex 0.5% ointment was applied twice daily for two to three weeks started on (B)(6) 2013. It was also reported that the topical skin adhesive was eventually removed and the incision was healed at that time. The doctor opines that allergic contact dermatitis to topical skin adhesive, first episode sensitization, is a contributing factor. It was also reported that the patch test was performed and confirmed the patient has an allergy to topical skin adhesive liquid.